Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the device is not implantable. Device evaluation: the cartridge was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: since the lot number is unknown the manufacturing process record could not be evaluated. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small piece of plastic was noticed in the anterior chamber of the patient's left eye (os) while a za9003 18.0 diopter intraocular lens (iol) was being implanted on (B)(6) 2017 with a emeraldc30 cartridge. The doctor was able to remove the piece of plastic and it was sent to pathology where it was identified as hard clear plastic. Reportedly, the lens remains implanted and the patient has been seen post-operatively by the doctor. The patient is doing well and with no visual issues. No additional information was provided.